Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. Information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed without issue. While trying to center the nose cone of the delivery catheter system (dcs) by pulling back on the guide wire, the wire was straightening out in the ventricle near the mitral valve. It was reported there was mitral annular calcification and the guide wire got caught on the calcification. When the guide wire released, the dcs was immediately pulled back to the ascending aorta. The valve dislodged from the annulus and it was reported that the nose cone caught the inflow portion of the valve. The valve was snared into the ascending aorta and a second transcatheter bioprosthetic valve was implanted successfully. No adverse patient effects were reported.